Event description:
It was reported that this right ventricular lead got dislodged and kinked due to the patient exhibiting what appears to be twiddlers syndrome as seen through x-ray. It was also noted that the patient experienced muscle stimulation. The helix would not retract so lead was explanted and successfully replaced. No additional adverse patient effects were reported.